Event description:
The patient experienced intermittent stimulation and shocking (twice at the pocket); the patient was unsure if the stimulation was on or off when she was shocked. Lead placement was assessed and the surgeon stated that a revision was not necessary because there was no place to move the lead to. Reprogramming had been done multiple times since her post-op visit. Impedances were checked and ranged from approximately 45,250 - 48,267 on electrodes 9, 10, 11, 14, and 15. There was no motor stimulation noted except when 9(-) and 10(+) were used; this gave her stimulation in her left neck with some pulsing that was visually noted. There was no other nerve root, motor innervations, or motor response/twitching noted. Additional troubleshooting was recommended. Additional information has been requested, a follow-up report will be sent if the additional information becomes available.